Event description:
Pump infused too fast, allegedly completing the infusion in 48 hours instead of 72 hours. No adverse event reported.

Manufacturer narrative:
Evaluation summary: the information contained herein is based on the information provided by the initial reporter. The device involved in this complaint was reported to be available, and is being submitted for evaluation. The sample has not yet been received at I-flow. It was reported that following spine surgery, an on-q pump was placed with the patient for pain relief. Allegedly the pump infused too quickly, infusion in 48 hours instead of 72 hours. No adverse event was reported. Patient is fine with no side effects from incident. Additional information has been requested, but not received from the reporting party. A flow rate accuracy test was performed using the retain samples from lot 722169. The flow rate measured within specification. If additional information is received pertinent to this incident, a follow-up report will be submitted.